Event description:
Olympus received a medwatch FDA form 3500a (B)(4), which stated, "an ercp was being performed. Multiple products were introduced into the scope. Then a balloon was introduced and a pancreatic stent was pushed out of the scope. The stent was lodged in the scope from a previous pt. The stent entered the current pt's duodenum only and was retrieved immediately".

Manufacturer narrative:
Olympus followed up with the user facility for further info regarding this event. Multiple attempts were made by phone and in writing to obtain additional info, but only limited additional info was provided. The device referenced in this report was returned to olympus for eval. The eval found scrape and shear marks in the instrument channel, however, it was determined that these findings would not likely have contributed to the reported event. The light guide tube was found leaking due to a large cut, and dents and buckles were also present on the light guide tube. There was evidence of fluid inside the control body unit, which caused the switch buttons to work intermittently. The device failed the fog test due to moisture under the objective lens, and the distal end cover insulation did not meet specification. An olympus endoscope support specialist has been dispatched to visit the user facility and provide in-service training on how to reprocess and inspect the endoscope, as needed. The cause of the phenomenon could not be conclusively determined, and inadequate reprocessing is likely a contributory factor. If significant additional info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.